Event description:
It was identified that the customer's basal programming was unknown. The customer reported that they experienced high blood glucose since they programmed the insulin pump. The customer blood glucose at the time of the event was 200 mg/dl. Troubleshooting was performed and the customer indicated they does not have a basal set up. The insulin pump will not be returned for analysis.

Manufacturer narrative:
This report is part of a retrospective review and remediation efforts in response to a warning letter. (B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.